Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the fluid air exchange of a vitrectomy procedure there was no air infusion and the eye collapsed. Fluid infusion was switched back on. The case was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
Additional information: the customer reported ¿a vitrectomy case was performed. When the staff turned on the fluid air exchange (f/ax), there was no ¿air¿ being emitted. However, when the system was switched to the ¿water¿ function, the function was working. The nurse confirmed that no system message (sm) code displayed when the ¿air was not available.¿ the eye went soft and stayed soft. This is (B)(6) male patient. The case was delayed and the system was switched out to complete the case. Additional related, information was requested but was not obtained. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported events cannot be determined conclusively. (B)(4).